Event description:
It was reported that patient underwent a semi tendinous procedure on (B)(6) 2015. During the procedure, the ziploop inline fractured while performing a tibial fixation. The toggleloc ziploop femoral was removed and replaced, resulting in over 30 minutes delay in the procedure..

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "correct selection of the implant is extremely important." Number 4 states, "care is to be taken to ensure adequate soft tissue fixation at the time of surgery." Number 6 states, "correct handling of implants is extremely important." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-03274 / 03276).